Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "swelling", and "delayed onset nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm® volbella¿ with lidocaine in the lips, vermillion border, and oral commissure. 2 months later, patient presented with swelling, and "delayed onset nodule", in upper and lower vermillion border. Patient treated with antibiotics, antihistamines, oral antibiotics 14 days clarithromycin, oral steroids 7 days 30mg prednisolone. Symptoms ongoing.